Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that after 2 hours of albumin infusion, the IV infusion connector could not be disconnected as it was stuck in the smaller lumen of the double lumen PICC line. As a result, the connector was required to be cut off . After this incident, only the larger lumen can be used. The patient didn't require any additional procedures due to this occurrence. The complainant reported there have not been adverse effects to the patient due to this occurrence.